Manufacturer narrative:
(B)(4). This is an initial/final report. Visual evaluation of the returned product/provided photos identified damage to the sterile packaging (blister). Additionally, the stem has damaged the inside of the outer carton. Sterility has been compromised. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. The root cause of the reported event can be attributed to transit damage and a packaging design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the inner package of a blister was damaged. There was no patient involvement. Attempts have been made and no further information has been provided.